Manufacturer narrative:
E.2: health professional: (blank). And e.3: occupation: no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had no images after two hours of on-hook. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was flickering and there was failure of the light guide hose. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the flickering image is caused by components failure of light guide hose. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.